Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion with a bend of 90 degrees was located in the mildly tortuous and severely calcified right coronary artery. After a 6fr non-boston scientific (bsc) guide catheter was engaged coaxially and a non-bsc guidewire was crossed the lesion; pre-dilation was performed with a 2.5 mm balloon catheter. Following pre-dilatation, a 2.75 x 28 synergy drug-eluting stent was advanced for treatment. However, when the stent was maneuvered over the wire, the hypotube broke. The stent was removed, and another 2.75 x 28 synergy stent was used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.75 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured using snap gauge within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a shaft break at approx 17.5cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion with a bend of 90 degrees was located in the mildly tortuous and severely calcified right coronary artery. After a 6fr non-boston scientific (bsc) guide catheter was engaged coaxially and a non-bsc guidewire was crossed the lesion, pre-dilation was performed with a 2.5 mm balloon catheter. Following pre-dilatation, a 2.75 x 28 synergy drug-eluting stent was advanced for treatment. However, when the stent was maneuvered over the wire, the hypotube broke. The stent was removed, and another 2.75 x 28 synergy stent was used to complete the procedure. There were no patient complications reported.